Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported having severe corneal inflammation, blurred vision, shadowing of letters and objects, and discomfort in both eyes since having bilateral intraocular lens (iol) implants. The halos around lights/reflections has improved, but still there. There are two medical device reports associated with this event. This report is associated with the left eye.